Manufacturer narrative:
One (1) used list# d1000, tego¿ connector, appx 0.05 ml was returned for evaluation. As received, an unknown residual and a tear on the luer post was observed, no occlusion on the fluid path or additional physical damage was observed. Complaint of occlusion cannot be confirmed. The probable cause of seal tearing is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. Lot history review couldn't be performed due to the lot number for this complaint was unknown.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received.

Event description:
The complaint/event involved a tego® connector. The customer reported that the tego appeared patent on the initial connection to the patient. Hemodialysis commenced and then high venous pressure observe 500++ were observed by dialysis staff. This problem was resolved when the tego device was changed. There was no adverse event and no harm as a result of the complaint/event; however, there was an unspecified delay in therapy.